Event description:
The patient was undergoing a percutaneous transluminal coronary angioplasty using a cutting balloon and suffered a laceration of the left anterior descending coronary artery. During an attempted resuscitation a jostent was used. The ostium of the left anterior descending coronary artery was heavily calcified and jostent would not pass through; therefore was not deployed. Patient required sternotomy direct compression of the lacerated lad. A viable rhythm could not be re-established and patient died in the cath lab. Physician has noted that the complication was not device related.